Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving fentanyl at an unknown concentration and dose via an implantable infusion pump. It was reported that the pump had been malfunctioning since implant. The caller stated that the a kink occurred causing her to experience "dts" and losing "a week of her life." The patient was in the hospital and had two different surgeries performed. No further complications have been reported as a result of this event.